Event description:
It was reported that during an inferior vena cava filter placement procedure via the jugular vein, the filter leg wires were allegedly tangled together at the time of release, and the filter was not deployed. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one jugular denali filter kit for evaluation. The kit included one 8f dilator, one introducer sheath, one pusher catheter, one touhy borst adapter and one filter storage tube. During visual evaluation, the filter appeared to be deployed and was not returned. No other anomalies were noted. On functional testing the received dilator was loaded successfully into the introducer sheath. No filter was returned with complaint samples. One electronic photo was received and reviewed. The photo shows that the health care professional holding filter which was noted to be tangled. Therefore based on the photo review, the reported activation failure including expansion failures can be confirmed. Image of ex-planted filter partially contained within a delivery sheath was reviewed. The image suggests the legs of the filter are tethered. Therefore based on the image review, the reported activation failure including expansion failures can be confirmed. Therefore, the investigation is confirmed for the reported activation failure including expansion failures from the photo and image review. A definitive root cause for the reported expansion failure could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 07/2025), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos and images were provided for review. The investigation of the reported event is currently underway. H10:d4 (expiry date: 07/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a filter placement procedure, the filter leg wire was allegedly were tangled together at the time of release. The procedure was completed by using another device. There was no reported patient injury.